Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 307 mg/dl. The user addressed the bg level with a bolus via the pump. Reportedly, the user believes the bg level was due to forgetting to take insulin or not correctly counting carbohydrates.